Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and was subsequently hospitalized due to elevated blood glucose (bg) reaching 800 mg/dl. The customer administered a manual injection to address elevated bg, and also received an intravenous insulin drip at the hospital. Reportedly, elevated bg led to gastroparesis. The customer was discharged from the hospital on (B)(6) 2019 with the issue resolved and no permanent injury.